Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for evaluation. The device analysis revealed a kink in the telescope assembly from femoral marker to the proximal end. Damages were observed in the markers of the telescope assembly. A kink was observed in the sheath assembly from femoral marker to the distal end. Impedance testing shows a good unit wave form. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 04-mar-2016. It was reported that missing image occurred. During a procedure, an opticross imaging catheter was used to view the target lesion, however, no image appeared. The procedure was then completed with a different device. No patient complications reported and the patient's status is good. However, device analysis revealed a damage at the femoral marker/marker flakes off.